Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, the patient experienced vaginal bleeding, chronic vaginal drainage, pain during urination, pain during intercourse, localized pelvic pain, possible erosion of mesh, recurrence of the original diagnosis, and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.